Event description:
Revision surgery was performed. Rep returned parts for evaluation. At this time, there is no information on why the revision was done. A follow-up will be done on this as soon as more information is received.

Manufacturer narrative:
Part numbers are: 12-1070 (2), lots: z4215c, z122605c; 12-1645 (4), lots: a1722a, a1639a, aa25431a; 12-7545 (2), lots: a1559b, aa25431a; 12-0010 (6), lots: a1874d, a1374d. A follow-up will be done on this complaint as soon as a more thorough evaluation is made and more information is obtained.